Event description:
Needle disengaged from syringe during procedure and stuck into patient's lip. The contents of the syringe spilled on the patient's face. There was no injuries to patient or staff and a backup syringe was used to complete the procedure. This event is being reported as a potential injury.